Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. The patient's blood glucose results were 389 mg/dl on their meter and 303 mg/dl on the lab. Tests were done within 10 minutes with a difference of 28%. Patient did not experience any adverse events. Control solution test passed 3 times on the meter. No further information has been reported.